Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and felt a burning sensation during the charging sessions. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.